Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave, intra aortic balloon pump (iabp) had flashing screen. There was no patient involved.